Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing issues with sensor glucose and blood glucose. The customer's blood glucose was 126mg/dl. Customer stated they waited for first calibration, then it was suspending the pump due to low sensor glucose and blood glucose was 120mg/dl-150mg/dl. It alarmed several times and it said below 40, but his blood glucose was stable. The customer was advised the sensor will be replaced.